Event description:
It was reported that on (B)(6) 2010, the patient underwent a xience v stenting procedure in the proximal left anterior descending artery (lad) with one 3.0 x 15 mm stent, one 3.5 x 18 mm stent and one 3.5 x 12 mm stent. During a routine coronary angiography on (B)(6) 2011, it was noted that there was a 75% stenosis in the mid lad. On (B)(6) 2011, the patient was hospitalized with unstable angina and underwent percutaneous coronary revascularization in mid lad. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.5 x 18 mm and 3.5 x 12 mm, other: aspirin, clopidogrel. (B)(4). There was no reported product deficiency. The reported angina and stenosis as listed in the (B)(4) xience v instructions for use (IFU) are known adverse events associated with coronary stenting. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length than or equal to 28mm) with reference vessel diameters of 2.5mm to 3.75mm. The implantation of the stent to treat a lesion greater than 28mm does not appear to have directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.